Event description:
It was reported that the device showed a significant decrease in sensing and an increase in capture threshold. The lead was repositioned successfully. The patient is stable. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.